Event description:
After an implantation period of about 10 months oversensing with no inappropriate shock was reported. The lead was explanted and replaced. The lead was not returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the returned lead revealed signs of abrasion and a damaged insulation at approx. 28.5 cm distal to the df4 connector pin. In that section, the lead body was found squeezed and deformed and the coating of the conductor cable to the ring electrode was found damaged. These damages can be considered to be the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The cuts in the insulation resulted most likely from the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.